Manufacturer narrative:
Initial and final MDR 1890774- MDR 3003442380-2024-08812- device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in united states. It was reported that the infusion set fell off during use within past week. The issue occurred with two similar types of infusion set used for zero to eight hours. No further information available.